Event description:
It was reported that patient was unable to adjust stimulation. Stimulation was intermittent. For the week prior to the date of this report, the stimulation had varied in intensity without adjusting with programmer. Patient lost stimulation for two hours on the date of this report. This was attributed to an empty battery. It was reported later that there were coupling and or communication issues. The implantable neurostimulator was suspected flipped. It was noted that last time patient felt stimulation was on last weekend. Patient was seeing the charging screen, but no coupling bars would fill in. When patient turned the antenna dial, he got all eight boxes of efficiency and issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743fa, serial# (B)(4). Product type: programmer, patient. (B)(4).